Event description:
It was reported that this pacemaker was part of a system revision due to an infection. Reportedly, the patient developed valvular endocarditis after mvr (mitral valve regurgitation). A new system was implanted. There was no additional adverse patient effects were reported. This device was explanted.